Event description:
It was reported by the customer that the device failed to defibrillate while in use on a patient. The hospital staff realized that the energy was not delivered as indicated by the device, as there were no ECG changes and no patient reaction. A secondary device was not immediately available and the patient expired. The customer stated that they cannot confirm that the patient would have survived if a shock had been delivered.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. The root cause of the observed condition was determined to be a missing solder on pin 9 of a connector, designator j5, on the system pcba. The device will be repaired, and returned to the customer for use.